Manufacturer narrative:
The below report was received by health authority FDA (reference number: (B)(4)) on 21-oct-2015. The most recent information was received on 19-oct-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("horrible cramping") in a 39 year-old female patient who had essure inserted (lot no. 641422) for contraception and female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis and inflammation. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), mood swings ("mood swings"), anxiety ("anxiety"), alopecia ("hair loss"), abdominal pain upper ("unbearable sharp stabbing stomach pains"), eye movement disorder ("eye twitching"), muscle spasms ("muscle spasms"), headache ("headaches"), hot flush ("hot flashes"), heavy menstrual bleeding ("sometimes twice a month I experience heavy periods with huge clumping"), polymenorrhoea ("sometimes twice a month I experience heavy periods with huge clumping"), bacterial vulvovaginitis ("infection which usually consist of either bacterial vaginitis"), urinary tract infection ("recurrent urinary tract infections"), fungal infection ("recurrent yeast infections") and tooth disorder ("teeth were a problem"). The patient was treated with surgery (hysterectomy abdominal bilateral salpingectomy). At the time of the report, the abdominal pain lower, mood swings, anxiety, alopecia, abdominal pain upper, eye movement disorder, muscle spasms, headache and hot flush had not resolved. The outcomes for heavy menstrual bleeding, bacterial vulvovaginitis, urinary tract infection and fungal infection were unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, bacterial vulvovaginitis, eye movement disorder, fungal infection, headache, heavy menstrual bleeding, hot flush, mood swings, muscle spasms, polymenorrhoea, tooth disorder and urinary tract infection to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: findings: fallopian tube right with coil; fallopian tube left with coil; uterus. Gross description: fallopian tube right with coil: the tube contains a gray metallic coiled medical device consistent with essure. Fallopian tube left with coil: the tube contains a gray metallic coiled medical device consistent with essure. Uterus: the cornua regions are slightly ragged due to previous imputations of fallopian tubes, but no coiled devices are identified at this region. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: mr received: lot number added, reporters information patient medical history and surgical pathology reports were added. Further company follow-up with the regulatory authority or the consumer is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: FDA-2014-n-0736-1833) on 21-oct-2015. The most recent information was received on 18-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("horrible cramping") in a 39 year-old female patient who had essure inserted (lot no. 641422) for contraception and female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis and inflammation. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), mood swings ("mood swings"), anxiety ("anxiety"), alopecia ("hair loss"), abdominal pain upper ("unbearable sharp stabbing stomach pains"), eye movement disorder ("eye twitching"), muscle spasms ("muscle spasms"), headache ("headaches"), hot flush ("hot flashes"), heavy menstrual bleeding ("sometimes twice a month I experience heavy periods with huge clumping"), polymenorrhoea ("sometimes twice a month I experience heavy periods with huge clumping"), bacterial vulvovaginitis ("infection which usually consist of either bacterial vaginitis"), urinary tract infection ("recurrent urinary tract infections"), fungal infection ("recurrent yeast infections") and tooth disorder ("teeth were a problem"). The patient was treated with surgery (hysterectomy abdominal bilateral salpingectomy). At the time of the report, the abdominal pain lower, mood swings, anxiety, alopecia, abdominal pain upper, eye movement disorder, muscle spasms, headache and hot flush had not resolved. The outcomes for heavy menstrual bleeding, bacterial vulvovaginitis, urinary tract infection and fungal infection were unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, bacterial vulvovaginitis, eye movement disorder, fungal infection, headache, heavy menstrual bleeding, hot flush, mood swings, muscle spasms, polymenorrhoea, tooth disorder and urinary tract infection to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: findings: fallopian tube right with coil; fallopian tube left with coil; uterus. Gross description: a. Fallopian tube right with coil: the tube contains a gray metallic coiled medical device consistent with essure. B. Fallopian tube left with coil: the tube contains a gray metallic coiled medical device consistent with essure. C. Uterus: the cornua regions are slightly ragged due to previous imputations of fallopian tubes, but no coiled devices are identified at this region. Lot number: 641422, manufacture date: 2009-05, expiration date: 2012-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jan-2024: quality safety evaluation of ptc. Further company follow-up with the regulatory authority or the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("horrible cramping") in a 39 year-old female patient who had essure inserted for contraception and female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), mood swings ("mood swings"), anxiety ("anxiety"), alopecia ("hair loss"), abdominal pain upper ("unbearable sharp stabbing stomach pains"), eye movement disorder ("eye twitching"), muscle spasms ("muscle spasms"), headache ("headaches"), hot flush ("hot flashes"), heavy menstrual bleeding ("sometimes twice a month I experience heavy periods with huge clumping"), polymenorrhoea ("sometimes twice a month I experience heavy periods with huge clumping"), bacterial vulvovaginitis ("infection which usually consist of either bacterial vaginitis"), urinary tract infection ("recurrent urinary tract infections"), fungal infection ("recurrent yeast infections") and tooth disorder ("teeth were a problem"). The patient was treated with surgery (medical device removal on (B)(6) 2022). At the time of the report, the abdominal pain lower, mood swings, anxiety, alopecia, abdominal pain upper, eye movement disorder, muscle spasms, headache and hot flush had not resolved. The outcomes for heavy menstrual bleeding, bacterial vulvovaginitis, urinary tract infection and fungal infection were unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, bacterial vulvovaginitis, eye movement disorder, fungal infection, headache, heavy menstrual bleeding, hot flush, mood swings, muscle spasms, polymenorrhoea, tooth disorder and urinary tract infection to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: case upgraded to serious incident. Start date updated and stop date added of suspect drug. Surgery added. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.